Manufacturer narrative:
Patient identifier: requested, unknown, age & date of birth: requested, unknown, patient sex: requested, unknown, weight: requested, unknown, ethnicity: requested, unknown, race: requested, unknown, catalog number: requested, unknown , lot number: requested, unknown, expiration date: unknown due to unknown catalog and lot number combination, UDI: unknown due to unknown catalog and lot number combination, implanted date: device was not implanted, explanted date: device was not explanted, device manufacture date: unknown due to unknown catalog and lot number combination. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code/lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the ik device involved was used post cardiomems implant procedure. The patient experienced chest pain and a CT scan identified a right sided hemothorax. Surgery was performed to repair the identified vessel damage and a stent was placed in the vessel. The patient was stable and recovered from the surgery. The physician stated that the cause of the injury was due to bending of the 11 french. Terumo sheath during access due to the sheath entering a vessel that was smaller than intended. No device issues were encountered with the cardiomems sensor or delivery system. Additional information was received 27 dec 2022: the procedure was an ij cardio mems being done in a cardiac cath lab. The patient had to get cerab to the rccca, are sca and innominate. The patient is ok.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for procedural complications. The exact cause of the hemothorax is unknown and it is unlikely the terumo sheath caused the bleeding as the sheath is short and cannot reach the pleural cavity. It is likely that misuse of the sheath led to the sheath bending in the access vessel. The device history record (DHR) could not be reviewed since the lot number is unknown. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since the risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).